Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-05015 / 05018).

Event description:
During final implant, both instruments failed during use. The plastic insert fractured in the anti-rotational tool and the shaft of hex driver fractured. Surgery was delayed 10 minutes, but completed with anther device. There was no harm or injury to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The tip of the driver is fractured, the fractured portion was not returned. The device was tested for hardness and electron microscopy. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.